Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage at the reservoir compartment. The customer stated that, where the reservoir goes into the insulin pump, there was a piece coming off, lifting off of the insulin pump. She stated that there was a little plastic circular piece coming off. The customer's blood glucose was 200 mg/dl. She did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a broken reservoir tube lip.